Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported there was a failed plunger force accuracy test. No additional information. No patient information.

Event description:
It was reported there was a failed plunger force accuracy test. No additional information. No patient information.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, sleeve drive, wiper seal, carriage block assy, flange gripper retainer and rt iui. Performed calibration and pmed. Please note: preventative maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 25may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200063070 which does not correlate to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the syr/pca tube drivearm a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was a failed plunger force accuracy test. No additional information. No patient information.

Manufacturer narrative:
Additional information added: e2, g2 for biomed as health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drive, sleeve drive, wiper seal, carriage block assy, flange gripper retainer and rt iui. Performed calibration and pmed. Please note: preventative maintenance (pm) is required after performing calibration in order to prevent the calibration error message from generating. Please ensure that when calibration is performed, that a pm is also done in order to prevent the error message from coming up. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the syr/pca tube drivearm. A review of the device history record showed the device had a manufacture date of 25may2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was involved in a production failure q6 200063070 which does not correlate to the customer reported issue. A review of the complaint history record and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was a failed plunger force accuracy test. No additional information. No patient information.